Event description:
Customer reported receiving a reading of "over 100 mg/dl" on the adc blood glucose meter and experienced seizure and loss of consciousness. Paramedics was called who rushed him to hospital where a reading of "14 mg/dl" was obtained on the hcp meter and was treated with glucose shot by the hcp. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The reported meter (B)(6) has been returned and investigated with retained test strips. Visual inspection has been performed on the returned meter and no issues were observed. The meter powered on with a button and with strip insertion. Control solution testing has been performed and no issues were observed. All results were within range specification. No malfunction or product deficiency was identified.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the freedom lite meter were reviewed and the dhrs showed the freedom lite meter passed all tests prior to release. Dhrs (device history review) for the freestyle strips were reviewed and the dhrs showed the freestyle strips passed all tests prior to release. Retain testing was performed and all units performed in specification and passed. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving a reading of "over 100 mg/dl" on the adc blood glucose meter and experienced seizure and loss of consciousness. Paramedics was called who rushed him to hospital where a reading of "14 mg/dl" was obtained on the hcp meter and was treated with glucose shot by the hcp. There was no report of death or permanent injury associated with this event.